Event description:
It was reported by a friend of the patient that the patient's implantable cardioverter defibrillator (ICD) be&#133;eps on occasion but there are no issues of concerns outside of the sound. Follow-up was attempted but was not successful to determine if the patient has been seen in clinic or had a remote transmission to confirm the reported device sound. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.